Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The 75% stenosed lesion being treated was located in the calcified, moderately tortuous proximal right coronary artery (rca). A 3.50x32mm taxus liberte stent was implanted in the lesion. The physician post dilated with a 3.5mm non-bsc balloon in the lesion and the balloon ruptured. Then a 3.5x12mm quantum maverick balloon was inflated to 20atms and ruptured. The physician commented that the taxus liberte stent was not well apposed resulting in the balloon rupture. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.